Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath. Air was drawn from the side port due to a hemostatic valve failure. Timing was two hours after insertion into the patient¿s cardiac cavity. For safety reasons, the vizigo sheath was replaced with another new one. The procedure was continued and completed. The hemostatic valve itself was not broken/cracked. Additional information was received. No air entered the patient¿s body. No medical intervention required. The patient did not exhibit any neurological symptoms since the procedure was completed. The sl0 needle was used.